Manufacturer narrative:
Pending investigation. Recall: z-0021-2022.

Event description:
As reported, a patient had an initial left knee replacement system on (B)(6) 2010, this patient had their 3rd revision (B)(6) 2019. Revised implant (B)(6) 2019 and this revision on (B)(6) 2019. No additional information.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. Related to: 1038671-2022-01159, 1038671-2022-01160, 1038671-2022-01162, 1038671-2022-01163, 1038671-2022-01166,1038671-2022-01167.